Manufacturer narrative:
Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Event description:
The recipient reportedly underwent an MRI with the magnet in place. The magnet reportedly dislodged. The magnet then flipped when manually moving back into place. The recipient is able to use the device with the headpiece magnet reversed. No medical intervention was noted.

Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. The recipient is using the device. This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.